Event description:
A reading of 259 mg/dl from her adc device and changed her medication based on this reading. She later lost consciousness. She had orange juice and toast to counteract the event. The caller got a reading of 58 mg/dl later. The actual time when this reading was taken was not provided. The caller did not provide the medication and dosage that she took for the adc device reading. The caller did not seek medical intervention and did not specify if there was any third party intervention involved to assist her with the reported event. The caller did not state the time elapsed when she took her medication and when she lost consciousness.